Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple power adapters and power sources. Additionally, it was reported that an altitude alarm occurred during the load process while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 301 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.